Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and it failed. The reported event of bluetooth connection between transmitter and g5 mobile app issue was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to re-repair the devices, which was unsuccessful. Dexcom representative next advised patient uninstall the g5 application, reset the smart device, reinstall the g5 application and re-pair the devices, which was unsuccessful. Dexcom representative next advised patient to try pairing a secondary transmitter with a new sensor. No additional patient or event information is available.